Manufacturer narrative:
A ge rep contacted customer. Customer will replace battery pack if problem re-occurs. System is operating as intended.

Event description:
Customer reported system displaying battery charger error. No patient injury was reported.